Event description:
Customer reported nurse was giving an antibiotic via secondary to infuse over 1 hour. While nurse was in the room she saw that the entire 100 ml went in within less than 15 minutes and the primary bag looked fuller at that time. No pt harm. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary fluid went into primary bag was confirmed through functional testing. The sample was sent to check valve supplier and testing results identified the cause of the failure to be due to a clear residue located between the housing seal area and diaphragm, preventing the silicone diaphragm from fully seating. This residue was identified as silicone and starch. The source of this material was not determined. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.